Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid to distal stent region were noted to be lifted from their crimped positions and pulled over the distal balloon cone. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03mar2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3-3.50mmx4cm, de novo target lesion was located in the moderately tortuous and calcified right coronary artery. Following pre-dilatation, a 4.00x28mm promus element plus drug-eluting stent (des) was advanced for treatment but failed to cross. Subsequently, two 3.5x32 and 3.5x20 promus des were advanced and were able to pass through the lesion. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.